Event description:
It was reported that at noon, the patient had injected 7 units of insulin per prescription sliding scale, based on a reading of 191 mg/dl. At 6:39 pm, the patient had a blood glucose reading of 500 mg/dl and injected 30 units of insulin per prescription sliding scale. The patient then had a seizure and fainted for about a minute without showing any symptoms beforehand. The husband gave the patient peaches and orange juice and called the paramedics, who arrived about 5 minutes later. The husband took a blood glucose reading, which was 184 mg/dl. The paramedics took a reading with their meter and the result was 45 mg/dl. These two readings were taken within 15 minutes. The patient was treated with glucose by the paramedics and started to feel better about 5 minutes later.